Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the guidewire was stuck in the lead. It was noted that the distal conductor was stretched, the outer insulation was pulled apart due to overstress, the helix/lobe was distorted/bent, the lead appeared damaged at implant and the stylet was stuck in the lead-distal coil.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt, the stylet was "stuck" in the lead body and could not be removed. During the removal attempt, the lead body "came apart". The lead was not used and was replaced. No patient complications were reported as a result of this event.